Event description:
A call to technical services was made on (B)(6) 2014 stating that this lead was having issues during a device check. There is no other information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).